Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional h6 type of investigation code: labelling review. The complaint for 'damage to vessel during insertion' was confirmed with other empirical evidence. No manufacturing non-conformities were identified from the DHR review. Since no edwards defect was identified, corrective or preventative actions are not required. Available information, referencing the complaint history review similar, suggests that patient conditions may have contributed to the reported event. However, a definite root cause is unable to be determined since no procedural imaging or device were provided.

Event description:
Edwards received notification of an evoque in tricuspid procedure where after device removal, the physician did a dye shot of the jugular access and noted a small rupture of the access vein. The patient was stable with no drop in pressures. The site implanted an 8x59 vbx covered stent. Patient was discharged.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.